Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The cause of the slide clamp pieces being inside the slide clamp mechanism is unknown. To correct the condition, the pieces were removed. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.

Event description:
During product service by a technician, a flo-gard infusion pump was found to have slide clamp pieces inside the clamp mechanism. No additional information is available.